Manufacturer narrative:
Pt code: (B)(4) (cardiac event). This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event on machine then approximately two years and nine months later, the pt experienced another cardiac event and expired on the same day. It is further alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.